Manufacturer narrative:
Date of event is estimated the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model;3186, UDI: (B)(4), serial: (B)(4), batch: a000029439.

Event description:
It was reported the patient is not receiving effective therapy. Surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.